Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3889-28, lot# v006652, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
It was reported right after the implant, the patient walked through port authorities security screeners and they were "zapped.¿ no further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.